Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, a heartstring iii seal would not fully load into the delivery tube. A cross clamp was used to complete the procedure as there were no more heartstrings available on the shelf. The hospital did not report and patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were returned separate. The upper casing of the loading device had been removed. The loading device had been broken into three pieces, one of which was not returned. The green slide lock and the white plunger were depressed on the delivery device. There was slight evidence of blood on the device. Due to the received condition of the device, the reported complaint "seal would not fully load into the delivery tube" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).